Event description:
On (B)(6) 2024, I went to my arthritis doctor (B)(6) as I have arthritis in both knees. She injected durolane in right knee, never informed me of the side effects and removed excess fluid from left knee. As soon as I went home, I felt pain in right knee, but dr (B)(6) said rest for a couple days and take ibuprofen. So, the next morning I try to get up and I can't walk. It has over a month and still unable to walk properly and in tremendous pain. I highly recommended this medication to be rejected. It does more harm than good. I read reviews and over 50 percent complaints of this medication. All of them have had the same side effects. This medication is harming. I really hope it is rejected and not harm any more.